Manufacturer narrative:
It was reported that the customer called as he was given the spirometers at the hospital after surgery, but now the product won't work correctly. The cylinder won't move upright, unless he uses it upside down. 3 days later customer confirmed it is working now correctly and that maybe the ring in the cylinder was stuck. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that the customer called as he was given the spirometers at the hospital after surgery, but now the product won't work correctly. The cylinder won't move upright, unless he uses it upside down. 3 days later customer confirmed it is working now correctly and that maybe the ring in the cylinder was stuck.